Event description:
The customer reported that the speaker was not working. There was no adverse pt impact reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.